Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection, using a microscope at 10x magnification, showed residue of ophthalmic viscoelastics (ovd) on the lens body consistent with a lens that has been prepared for surgical use. The customer's reported complaint for an unfolding issue could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens using the preloaded insertion system, pcb00, the lens did not unfold correctly according to the surgeon. The lens was removed. No further information was provided.